Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with operating currents within spec and passed self test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at connector. The pump also alarmed power loss, low battery and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump was received with peeling serial number label. The pump was received with cracked case on the back at the battery tube area. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call the insulin pump alarmed power loss. The customer's blood glucose levels are unknown during the incident. The customer states pump is going through batteries. The customer was assisted with trouble shooting. The pump will be replaced and returned for analysis.